Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Information received from (B)(6). Confirmed revision of depuy implant. Reason not provided, revision date not confirmed.

Manufacturer narrative:
Conclusion and justification status: a review of the information available confirmed that insufficient information had been provided to complete an investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.